Event description:
Patient underwent a kyphoplasty t12 thoracic vertebrae 12 out patient procedure for treatment of a t12 vertebral fracture. Fracture was the result of a fall which occurred 3 days prior to procedure. Cement bone implant used in kyphoplasty. Patient found to have a 30% right lung pneumothorax in the post anesthesia recovery room (discovered on x-ray). Chest tube inserted for lung re-expansion and patient admitted to hospital.